Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. The reporter was able to power on the pump with a new battery from a different pack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any ¿no power¿ events. The return battery cap had stripped threads and was unable to tighten fully onto the pump but it was able to maintain electrical contact to allow the pump to power up. The auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and evidence of moisture intrusion or loose component was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.